Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, additional information was not provided.

Event description:
It was reported that biomed received the device, which alarmed for a channel error. Biomed replaced both upper and lower pressure sensors, and the device then passed pm checks. Biomed verified functionality to be within tolerance and rts. Although requested, further information was not provided.